Event description:
It was reported that the infusion device shut off without first providing an error or alert message, only beeping before the device shut down. The patient did not check the history in the device to confirm no error was displayed. The patient experienced elevated blood glucose levels as high as the 500's and was taken to the hospital by a family member. She was treated at the hospital with an IV of insulin and fluids. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was confirmed to have a faulty super capacitor. Memory review showed e4 occlusion errors that were acknowledged but not properly cleared by the customer, which puts the insulin delivery device in stop mode.